Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference to upgrade the device. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.